Manufacturer narrative:
The device was requested for return, but was not returned for analysis. The face mask being scratchy has not resulted in an injury, but is a condition that could result in medical intervention or injury if it were to occur again. The lot number was not provided. Details regarding the user are unknown such as any known allergies, age or sex. The duration of time the device was in use for is also unknown, as well as if this device was reused or used for the first time. Complaint trends will continue to be monitored for risk and trends, with actions taken as appropriate. See complaint reference (B)(4).

Event description:
A user at a hospital reported that the facemask was scratchy where the ear loops meet the mask.